Event description:
The reporter indicated that the patient was programmed to a parameter setting at his office, but was seen by another physician for parameter adjustment of the device at a later time. The reporter indicated that when he did an interrogation, the parameter was not set the intended parameter settings. The parameter the reporter found on interrogation was the same as the system diagnostics test parameters. The reporter indicated that the intends on setting the patient to the correct parameter settings. Review of the program history database from the physicians handheld device indicated that a system diagnostics test was interrupted causing a fault in communication. The information is suggestive that during the interrupted system diagnostic test the patient was set to the system diagnostic settings. The program history does not indicate that a final interrogation was done to confirm the patients parameter settings.

Manufacturer narrative:
Analysis of programming history performed.